Event description:
Manufacturer representative reported that they could not insert lead into header block. It was later reported that they could not insert lead beyond 2nd lead electrode. The health care provider (hcp) described that something within the connector block seemed to be blocking the chamber. The troubleshooting steps that hcp attempted were as follows: wiped cleaned the electrode connections, using sterile gauze and water; inspected connector block receptacle to ensure it was dry and clean; finally retracted set-screw by inserting torque wrench into self-sealing grommet and rotating setscrew counterclockwise. With the scrub tech¿s assistance, hcp repeated the troubleshooting steps several times and made multiple attempts at seating the lead. Hcp was extremely patient in his efforts and voiced his concern that ¿forcing the lead might damage the electrodes and/or connections¿. After approximately 10 minutes of ¿trying¿ hcp was still unsuccessful at advancing the lead beyond the blockage and at that point, asked that another ins be opened. We opened another neurostimulator, hcp was able to insert and fully seat the lead into this connector block with no trouble whatsoever. The impedance test ran successfully and hcp proceeded to closing the incisions and completing the procedure. Patient was programmed prior to discharge. Ins programmed successfully and patient reported to be feeling the stimulation at appropriate anatomical locations and settings. No outcome was reported regarding this event. A further follow-upis being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of implantable neurostimulator (ins) with ((B)(4)) revealed a known good lead was able to be successfully ins erted into the ins.

Manufacturer narrative:
Product ID 3093-28, lot# v646684; product type lead, (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information reported a mechanical blockage in connector block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.